Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that there was no external shipping package damage. The product and product packaging was damaged. Surgical delay was unknown. The product was not returned to j&j medtech orthopaedics; however a photo was provided for review. See attachment (B)(4) product box photo ad 2 dec 2024.jpg. The photo investigation revealed that the outer packaging of the reclaim mon rev std stem 16 ho was opened from the upper side and the shrink-wrap plastic was torn and partially open from the same side. However, there is no evidence of the condition of the product within the package, therefore, the investigation could not draw any conclusions about the reported product due to the insufficient evidence provided. Since the carton had been opened and displays signs of manipulation, it cannot be confirmed whether the package was damaged when it left j&j's control or at what point the package may have been damaged. Once the product leaves j&j medtech orthopaedics control, it is unknown what environment conditions or human intervention or manipulation the products are exposed to during that time. Without concrete evidence or further information, it is not possible to determine a root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the reclaim mon rev std stem 16 ho would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was no external shipping package damage but the product and product packaging was damaged. Surgical delay was unknown. Doe: unknown. Affected side: unknown hip.